Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got pump error alarm. The customer¿s blood glucose level was unknown. Assisted in performing self test and it was passed. The insulin pump will not be returned for analysis.